Event description:
The video telescope was returned for repair showing a purple image. There is no indication that the image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed the reported image error (pink image) and traced the failure back to a defective cable unit. Therefore, this event/incident was attributed to component failure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.